Event description:
Pt developed a full thickness skin injury (burn) after surgical procedure that may have had a contributing factor being the use of a skytron brand or light that did not have a uv filter in place. The skytron lights design allows for the light to be operation without the required u/v filter.